Event description:
It was reported that the insulin pump had a damaged screen. The customer's father reported via email that the screen was black and the user could not read everything that was displayed. The caller did not know the blood glucose reading. The caller stated that the insulin pump had not been bumped or dropped previously. The caller was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. The device was also received with a minor scratched liquid crystal display window and scratched reservoir tube window.